Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported field event of high impedance was confirmed in the laboratory. Analysis found the cause of anomaly was the helix was in a retracted position and clogged with dried body fluid. After cleaning, normal lead impedance was measured.

Event description:
It was reported that during implant, the lead exhibited high impedance. The lead was not used.